Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device was explanted after an implant duration of approximately 6 years due to stenosis and regurgitation. This was confirmed by evaluation with excessive host tissue overgrowth being the primary cause. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, the surgeon also confirmed subvalvular tissue adhered to the posterior leaflet and the stent contributing to the stenosis. There are no known contributing patient comorbidities and there has been no update to the patient's current condition.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device serial number has not been provided; therefore, a device history record (DHR) review cannot be done. The device evaluation is anticipated but not yet begun. The evaluation results will be submitted on a supplemental report. Bioprosthetic valves have been proven to have excellent long-term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, there is insufficient information regarding patient history to determine if there are any contributing patient factors. The surgeon indicated the patient¿s host tissue fused the leaflets and lead to stenosis. Until the device evaluation is completed, we are unable to comment on the clinical observations of the surgeon.

Event description:
Edwards received information that a 25mm mitral pericardial valve, implanted approximately six (6) years, was explanted and replaced with another 25mm mitral valve due to mitral stenosis and regurgitation. There were no adverse patient effects reported as a result of the valve replacement. The reporting physician indicated ¿it seemed pannus was encroaching onto the surface of the valve in echo; however, it was actually subvalvular tissue fusing to the posterior leaflet and the stent on the posterior side. Regrowth of chordae tendinea was observed and it was fusing to the stent at the posterior side. Only one leaflet had mobility of opening and closing since the other two leaflets were hardened." Reportedly, the mitral valve was originally implanted to correct the patient¿s native mitral regurgitation. The patient¿s native posterior cusp was spared at implant. Central mitral regurgitation appeared in echo four years post-implant. Recently, the patient could not walk and was hospitalized for surgery. No other information provided.

Manufacturer narrative:
Probable cause for reported regurgitation could be confirmed by visual observation. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 10mm. Host tissue was minimal at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 2mm and leaflets 2 and 3 at commissure 3 by appox 7mm, both on the outflow aspect. Host tissue folded the free margin of leaflet 2 onto itself by approx 3mm and the free margin of leaflet 3 onto itself by approx 2mm, which lead to a gap in the coaptation region. Moderate calcification was observed in the cusp area of leaflet 1. Minimal calcification was observed on the free margins of leaflets 1 and 2 and minimal to moderate calcification was observed on the free margin of leaflet 3. Thickened and swollen tissue was observed on leaflets 1 and 3 at commissure 1. The x-ray demonstrated calcification, commissure 2 wireform distorted. Approx 50% of sewing ring was also cut. These damages are most likely due to explant. The device is being dismantled for the serial number in order to complete the device history review (DHR). If this information becomes available, a follow up report will be submitted with the results.